Event description:
It was reported that the patient with this inflatable penile prosthesis presented with a herniation of the reservoir. After revision surgery, the device was explanted. No patient further complications were reported.